Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to general deterioration and palliative care.

Event description:
The cause of death and details leading up to death was not provided. It was unknown if the death was device or therapy related. It was also unknown if the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6), was returned assembled with the pump cable intact. The modular cable was also returned. Approximately 4.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. An outflow graft clip was also returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. It was noted that (B)(6), was exposed to a fixative agent, e.g., formalin, prior to returning to abbott for evaluation. Acute depositions of fixed blood were present throughout the pump; however, no developed depositions or thrombus formations were observed. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The heartmate 3 lvas IFU also outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was to receive palliative care of (B)(6) 2024. A low flow software controller was requested due to the hospital anticipating more low flow alarms as the patient deteriorated. The patient passed away on (B)(6) 2024 due to general deterioration. The cause of death and details leading up to death was not provided. It was unknown if the death was device or therapy related. It was also unknown if the device operated as expected.